Event description:
It was reported to a physio-control service representative that the customer's device was used for synchronized cardioversion on a patient. During cardioversion, the hospital staff shocked the patient with 10 joules and the patient then went into ventricular fibrillation (vf). The hospital staff then successfully shocked the patient with 225 joules into a normal sinus rhythm. Following the reported event, the patient did survive and there were no reported additional effects to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control also performed a clinical evaluation of the reported event. The downloaded electronic patient record showed proper r-wave detection when the patient received the synchronized shock. There was no evidence of a device malfunction or use error. Ventricular fibrillation is a known complication when administering a low energy (below the defibrillation threshold) synchronized shock during ventricular tachycardia. Synchronized cardioversion usually terminates ventricular tachycardia, but sometimes it can result in conversion to ventricular fibrillation that then needs a defibrillation-strength shock.